Manufacturer narrative:
(B)(4). Date sent: 4/12/2017. Batch # n56c5h. The analysis results found that one long60a device was returned with no visual non-conformances and with three cartridges reloads present. The cartridge (c) was received unfired. The cartridges (d and e) were received fully fired and with the pan detached. The device was tested for functionality in the articulated position with the returned reload (c). The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a bariatric procedure, a part of the cartridge cannot be removed of the device. This happened twice during the same procedure. The devices cannot be reloaded. Another like device was used to complete the procedure. There were no adverse consequences for the patient.